Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a power source, despite attempting to charge with multiple power sources. Additionally, the battery gauge was observed to be fluctuating. The customer's blood glucose (bg) was 149 mg/dl. Reportedly, the customer continued to use the pump and also had insulin pen injection supplies available for alternate insulin therapy.